Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 288 mg/dl. Customer reported that no delivery was resolved with infusion set change. Customer's blood glucose at the time of call was 485 mg/dl, which was treated with bolus delivery. Customer declined troubleshooting for high blood glucose.